Manufacturer narrative:
(B)(4) . Approximate age of device - 1 month. The pump remains in use supporting the patient. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient awoke with facial droop, right sided weakness. A head CT performed at an outside hospital showed no changes. The patient was transferred to the implanting center for further monitoring where another head CT was conducted and revealed ischemic changes. The patent's neurologic deficits resolved and the patient was discharged home. Further information was requested, but not provided.